Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that before the implant procedure, the helix mechanism on this right ventricular (rv) lead was tested and it functioned normally. When implanted, the rv lead was positioned and normal measurements were observed, with an impedance of 1800 ohms and good sensing and threshold values. When the physician tried to extend the helix to fixate the lead, it only partly extended, and the pacing impedance measurements were now greater than 3000 ohms. The lead was tested several times with no improvement, so the lead was abandoned in the patient and a passive fix model was implanted instead, with optimal values observed. No adverse patient effects were reported.